Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited three inappropriate shocks due to noise/oversensing. The alternate sensing vector was reprogrammed. After the first shock was delivered the patient sat down, after which two more shocks were delivered. In (B)(6) the sensing vector was change to the primary sensing vector and since then the sensing vector was not changed. A follow up took place in (B)(6) where the patient was at the time, and manipulation maneuvers were performed. Stimulation with the alternate sensing vector did not capture well and presented noise as in the other sensing vectors, thus finally the device was reprogramed to the secondary sensing vector. The device remains implanted. No adverse patient effects were reported.